Manufacturer narrative:
The visual investigation showed that the spring had detached. The investigation results revealed that the spring might have detached due to excessive widening of the in-situ plate cutter by the user. Based on the investigation, there were no indications for any material or mfg related problems.

Event description:
Spring disassembled from the cutter. However, there was no pt involvement.